Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a primary procedure on patient's left knee, a triathlon femoral component was prepared. The inner packaging was compromised. Surgeon refused to implant component due to sterility concerns. A replacement implant was immediately available and used. Rep reported that the procedure was completed successfully with no surgical delays and no adverse effects to the patient.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. Device evaluation and results: the unit carton without its shrink wrap was returned for analysis. There is compression and indentation lines visible throughout the carton. The outer blister was returned with the tyvek lid completely removed. The outer blister tyvek lid was not returned. One side flange was broken/fractured away from the outer blister. There is evidence of a good seal on the three remaining sides of the outer blister. The inner blister was returned unopened. The inner blister was opened as part of the evaluation. There is evidence of a good seal on all four sides. The femoral component within the pack was unremarkable. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation for this event is required at this time.

Event description:
It was reported that while performing a primary procedure on patient's left knee, a triathlon femoral component was prepared. The inner packaging was compromised. Surgeon refused to implant component due to sterility concerns. A replacement implant was immediately available and used. Rep reported that the procedure was completed successfully with no surgical delays and no adverse effects to the patient.